Manufacturer narrative:
The concomitant device (4408000000, sn: (B)(4)) and the partial blade subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken in the handpiece concomitant device. The investigation results for the concomitant device indicate that sag head assembly in the handpiece was determined to be separating. This separation may cause the device not to perform as designed causing the blade to break.

Event description:
It was reported that during surgery, the blade broke at the mount. It was further reported that the surgery was delayed for a few minutes to obtain a replacement blade. It was also reported there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Product not yet returned to manufacturer.

Event description:
It was reported that during surgery, the blade broke at the mount. It was further reported that the surgery was delayed for a few minutes to obtain a replacement blade. It was also reported there were no adverse consequences as a result of this event and the procedure was completed successfully.